Manufacturer narrative:
During CT scan an extravasation occurred after injecting patient with 60 cc optiject 350 at 2ml/s. This was considered a non-serious event. Regional service reported the injector was installed in (B)(6) 2015. Service reported that the customer never asked for service support for any issue or complaint since the installation. Service contacted customer site after this issue, and the customer did not complain about the injector, they just reported the extravasation as information only. Service performed a scheduled preventative maintenance, after this incident and confirmed the unit passed all requirements, and found all pressure and volume test values were within specifications, and the unit operated as required. No problem was found. Unit ok, remains in normal use.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
The patient was undergoing a thoracic CT scan due to possible infection. During the procedure an extravasation occurred after injecting patient with 60 cc optiject 350 at 2ml/s. The reporter documented this case as mild in intensity. This was considered a non-serious event. The patient was treated for the extravasation with icepack, paracetamol (doliprane), control radiology and arnica prescription. The reporter reports the outcome of this event was recovered.